Event description:
Physician reported hospitalization due to high blood glucose. Customer's blood glucose reading was 400 mg/dl. Customer was vomiting. Hospital treated with IV insulin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.